Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. Analysis of the device memory indicated the battery measurement was not available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an inappropriate elective replacement indicator (eri) trigger on the implantable pulse generator (ipg). It was also noted that the battery voltage was 'not available' from the in-clinic report. The ipg was reprogrammed to its original settings and remains in use. No patient complications have been reported as a result of this event.